Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n445305, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was further reported that the patient was seen by their physician on (B)(6) 2015 but nothing was done regarding the device or therapy.

Event description:
It was reported that the patient needed the intensity turned up. When they installed the device, it was working from their waist to the bottom of the feet on both legs. It was acting erratically. When they changed positions, laying to sitting up, they did not feel a change. This started a few months prior. For instance, the patient was going from laying down to sitting up and they could not feel it unless they twisted their body or unless there was a certain spot the patient had to be in. The patient had reflex sympathetic dystrophy syndrome (rsd) in their left leg. They needed stimulation turned off on the right leg and turned off on both feet. The patient just wanted stimulation in the left leg and left knee. It was not in the knee at the time of the report and it used to stimulation their left knee. The patient had that turned off because stimulation caused swelling and it was too intense. The left knee was swollen for 2.5 years after it was turned off. The patient could not take it in their knee. The rsd started in 2012, after a week of turning stimulation on in the left knee the patient had to get it changed because it caused swelling in the knee. It never went down and made the knee pain worse. The patient would like to attempt to use it at the time of the report for the knee to see if they could get it to work on the knee. The manufacturer representative had made an adjustment. The patient had an appointment the day of the report. The patient was going one more time on (B)(6) to their healthcare provider (hcp). The patient wanted assistance with reprogramming. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.